Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) oversensing and the unexpected delivery of a ventricular tachyarrythmia therapy. It was noted two inappropriate shocks were delivered on 2015-08-27 and t-wave oversensing (twos) was identified in the electrogram (egm) from ventricular fibrillation (vf) episode #12, leading to inappropriate shock.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks as a result of t-wave oversensing (twos) on the right ventricular (rv) lead and the device inappropriately sensing and detecting twos. The implantable cardioverter defibrillator (ICD) was reprogrammed and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.